Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no hypoxic mix. There was not a reportable malfunction. This event was not reportable. Additional information was received stating that there was no hypoxic mix. There was not a reportable malfunction. This event was not reportable.